Manufacturer narrative:
Analysis of historical records: orthofix (B)(4) checked the internal records related to the controls made on the device code 50-10400 lot v1403788 before the market release. No anomalies have been found. The original lot, manufactured in july 2015, was comprised of (B)(4) units. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first notification received from this specific device lot. Technical evaluation: the returned device, received on july 5, 2016 was examined by orthofix (B)(4) quality engineering area. The device was subjected to visual and dimensional check as per orthofix (B)(4) design and product specification. The visual examination confirmed the problem notified: the threaded rod is deformed due to overload. The functional check confirmed that the device is functioning properly except for the bent part. The dimensional check did not evidenced any anomalies. The results of the technical analysis evidenced that the threaded rod of the device is deformed at approximately 1/3 of its length. We can assume that this could be mainly attributable to the application of excessive load related to the application, or to an external event not identified. Medical evaluation: the information made available on the case together with the results of the technical evaluation were sent to our medical evaluator. Please find below an extract of the medical evaluation performed. On (B)(6) 2016: "in this case a (B)(6) boy was being treated for lengthening and a deformity in his right femur. A frame was applied on (B)(6) 2016, and a deformity of one of the struts noticed by the patient on about (B)(6). The mechanics of this frame are not ideal but there are good reasons for this; having proximal and distal fixation in the femur avoids transfixing large muscle bulk and permits easier movement. This patient has a distal osteotomy and as a result the proximal working length is much greater than the distal. Ideally the surgeon should have created a frame with equal working lengths, but avoided it for the reasons above. So the frame was probably constructed as well as can be, given the position of the deformity. The patient is a (B)(6) boy and they usually test a frame to the limits by their normal vigorous activity. The bent strut occurred after 14 weeks, by which time in a boy of (B)(6) the bone will have been well on to healing. The x-rays show callus developing well, so we can expect that he was very active. In this case I would suggest that the frame was loaded beyond its design criteria by a vigorous patient." On august 2, 2016 with the results of the technical evaluation performed on the strut: "this technical analysis confirms that the long strut in question was manufactured to specification and that the threaded rod was bent. Except for the bent rod the device is normal. The suggestion is that the component was overloaded. I agree with the conclusion of the technical analysis, that the device was overloaded, and this is also suggested in the complaint form. As I originally said, teenage boys tend to over load frames, and in this case the device was loaded beyond its design criteria. The frame design resulted in this strut being loaded more than the others when the patient got up from a sitting position, and this caused the problem. The patient's treatment has not been affected." Final comments: the results of the technical evaluation evidenced that the threaded rod of the device is deformed at approximately 1/3 of its length. We can assume that this could be mainly attributable to the application of excessive load related to the application, or to an external event not identified. The medical evaluation evidenced as follow: "the patient is a (B)(6) boy and they usually test a frame to the limits by their normal vigorous activity. The bent strut occurred after 14 weeks, by which time in a boy of (B)(6) the bone will have been well on to healing. The x-rays show callus developing well, so we can expect that he was very active. In this case I would suggest that the frame was loaded beyond its design criteria by a vigorous patient." "Teenage boys tend to over load frames, and in this case the device was loaded beyond its design criteria. The frame design resulted in this strut being loaded more than the others when the patient got up from a sitting position, and this caused the problem. The patient's treatment has not been affected." Based on the results of the technical evaluation performed on the returned device and on the evidences deriving from the medical evaluation, orthofix (B)(4) can conclude that the problem occurred is not device related. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the sales representative indicates: hospital name: (B)(6), surgeon's name: dr. (B)(6); date of initial surgery: (B)(6) 2016; body part to which device was applied: right femur; surgery description: correction/ lengthening; patient's information: (B)(6), male; problem observed during: into treatment/post- operative; type of problem: device functional problem; event description:"strut number 4 (long size), located behind the patient's thigh, is bent in correspondence of the telescopic steel body that allows the gradual correction of the deformity. The strut is therefore bent to an angle of about 30 degrees with respect to its position as not deformed, with a curvature towards the patient's limb. The component is in place but has an inflection due to the bending of the strut graduated rod. Pictures enclosed show the failure described." The complaint report form also indicates: the device failure had no adverse effects on patient; the surgery was completed with used device; the event did not lead to a clinically relevant increase in the duration of the surgical procedure; an additional surgery was not required; two medical interventions in the outpatient clinic were performed: on (B)(6) 2016; copies of the operative reports are not available; copies of the xrays images are available; information on patient current health condition: the patient has no problem with osteotomy as shown by enclosed x-rays. The progress of the new callus formation was not affected by the damage of the strut, which has not therefore affected the process of healing and consolidation of the regenerated. Notes and comments: "the patient stated he did not force or receive hits to the strut. The strut does not show scratches or signs that could contradict what was stated by the patient. The strut position, placed on the rear of the thigh, and being the strut the only one in that position, can lead to presume that the cyclical loads on the strut to get up, sit down and / or perform other daily activities have led the strut to bend in the most stressed point of the whole system during the performance of such actions. We can assume that the failure of the device is due to the above mentioned activities. It should also be stated that the patient has a limb of a diameter of less than 20 cm (since the two rings on which the strut was mounted had the size of 20 cm -the proximal one and 18 cm -the distal one). The event was reported to the hospital on (B)(6) 2016 but the patient confirmed that the damage was detected about 7 days before." Further information received from the local agent on july 4, 2016: regarding the two medical interventions in outpatient clinic, on (B)(6) 2016 in the outpatient clinic it was added a rapid adjust strut in correspondence of the damaged strut. The new strut temporarily replaced the damaged one. Once the rapid strut was positioned and locked, the damaged strut was unlocked and removed from the frame. On (B)(6) 2016, on request of dr. (B)(6), the surgeon who was in charge of the case, it was provided a new long strut that was mounted on the two rings of the hexapod, where it was located the damaged strut. Once the new component was assembled, it was then removed the rapid adjust strut, which was temporarily put in place on (B)(6). The device was replaced with a new long strut (cod. 50-10400) according to the above steps during the two interventions performed in outpatient clinic. The picture provided evidenced that all struts were treated with tape. The tape was placed on request of the surgeon, on all the struts of the hexapod frame in order to prevent accidental modifications in the clip for the gradual correction of the strut. For this reason, the tape was positioned on the black plastic component that allows the gradual millimetric correction. Further information received from the local agent on july 5, 2016: the procedure for the application of the frame took place on (B)(6) 2016, as specified in the complaint form, while the correction period started on (B)(6) 2016 and ended on(B)(6) 2016." (B)(4). Distributor reference number: na.

Manufacturer narrative:
Analysis of historical records orthofix (B)(4) checked the internal records related to the controls made on the device code 50-10400 lot v1403788 before the market release. No anomalies have been found. The original lot, manufactured in july 2015, was comprised of (B)(4) units. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first notification received from this specific device lot. Technical evaluation the technical evaluation of the device involved, received on july 5, 2016, is currently on going. Medical evaluation the information available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once further information on the event and/or the technical analysis investigation is available. As soon as further information is available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the sales representative indicates: hospital name: (B)(6), surgeon's name: dr. (B)(6); date of initial surgery: (B)(6) 2016; body part to which device was applied: right femur; surgery description: correction/ lengthening; patient's information: (B)(6), male; problem observed during: into treatment/post- operative; type of problem: device functional problem; event description: "strut number 4 (long size), located behind the patient's thigh, is bent in correspondence of the telescopic steel body that allows the gradual correction of the deformity. The strut is therefore bent to an angle of about 30 degrees with respect to its position as not deformed, with a curvature towards the patient's limb. The component is in place but has an inflection due to the bending of the strut graduated rod. Pictures enclosed show the failure described." The complaint report form also indicates: the device failure had no adverse effects on patient; the surgery was completed with used device; the event did not lead to a clinically relevant increase in the duration of the surgical procedure an additional surgery was not required; two medical interventions in the outpatient clinic were performed: on (B)(6) 2016; copies of the operative reports are not available; copies of the xrays images are available; information on patient current health condition: the patient has no problem with osteotomy as shown by enclosed x-rays. The progress of the new callus formation was not affected by the damage of the strut, which has not therefore affected the process of healing and consolidation of the regenerated. Notes and comments: "the patient stated he did not force or receive hits to the strut. The strut does not show scratches or signs that could contradict what was stated by the patient. The strut position, placed on the rear of the thigh, and being the strut the only one in that position, can lead to presume that the cyclical loads on the strut to get up, sit down and / or perform other daily activities have led the strut to bend in the most stressed point of the whole system during the performance of such actions. We can assume that the failure of the device is due to the above mentioned activities. It should also be stated that the patient has a limb of a diameter of less than 20 cm (since the two rings on which the strut was mounted had the size of 20 cm -the proximal one and 18 cm -the distal one). The event was reported to the hospital on (B)(6) 2016 but the patient confirmed that the damage was detected about 7 days before." Further information received from the local agent on july 4, 2016: regarding the two medical interventions in outpatient clinic, on (B)(6) 2016 in the outpatient clinic it was added a rapid adjust strut in correspondence of the damaged strut. The new strut temporarily replaced the damaged one. Once the rapid strut was positioned and locked, the damaged strut was unlocked and removed from the frame. On (B)(6) 2016, on request of dr. (B)(6), the surgeon who was in charge of the case, it was provided a new long strut that was mounted on the two rings of the hexapod, where it was located the damaged strut. Once the new component was assembled, it was then removed the rapid adjust strut, which was temporarily put in place on (B)(6). The device was replaced with a new long strut (cod. 50-10400) according to the above steps during the two interventions performed in outpatient clinic. The picture provided evidenced that all struts were treated with tape. The tape was placed on request of the surgeon, on all the struts of the hexapod frame in order to prevent accidental modifications in the clip for the gradual correction of the strut. For this reason, the tape was positioned on the black plastic component that allows the gradual millimetric correction. Further information received from the local agent on july 5, 2016: the procedure for the application of the frame took place on (B)(6) 2016, as specified in the complaint form, while the correction period started on (B)(6) 2016 and ended on (B)(6) 2016." (B)(4).